Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the deep vein thrombosis could not be determined with the information provided.

Event description:
It was reported that on (B)(6) 2011, the patient suffered a traumatic injury as a result of a motorcycle versus motor vehicle accident. Pre-treatment images taken that on (B)(6) 2011, identified a traumatic aortic transection (aortic tear >= 1cm) with circumferential disruption. The aortic transection was reported to be located between but not including the left subclavian and celiac arteries. Later that same day, the patient underwent treatment of the traumatic aortic transection with a conformable gore® tag® thoracic endoprosthesis. It was reported that the left subclavian artery was not covered during the implant procedure. There were no reported issues with the device during the initial implant procedure. Final angiography confirmed the device had been delivered into the true lumen and the patient tolerated the procedure. Post-operatively, on (B)(6) 2011, the patient was diagnosed with deep vein thrombosis. That same day, the patient was placed on thrombolytic therapy, including the administration of heparin, lovenox and coumadin. A thrombectomy was also performed and the procedure was completed with no further reported issues. The deep vein thrombosis was reported to have been caused by the endovascular procedure and not device related. On (B)(6) 2011, the patient's deep vein thrombosis was reported to have resolved.

Manufacturer narrative:
Review of the file determined this event to be non-reportable due to the deep vein thrombosis occurring in the venous system and attributed to a procedural complication and not device related.